Manufacturer narrative:
DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 3.0-11534 (erkoloc-pro) was manufactured from july 21, 2020 and was assigned an expiration of july 2023. Hardware: lot# slcn22111 was manufactured from march 18, 2021 and was assigned an expiration of march 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays but not in a silent nite case. The results were summarized: roughness - the flange was smooth; internal external aspects were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 3.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient rinsed the device with water until she began using a cleanser bought on amazon. Supplier erkodent reviewed the incident details and determined an allergic reaction cannot be ruled out, but it is more likely to be the result of mouth breathing and dry mucous membranes. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. Event: this information was not provided when asked. Model, catalog, lot, expiration is not applicable with the exception of serial number as the device is manufactured by prescription. Implant and explant tate is not applicable as the device is manufactured by prescription and not implantable this is the second of two implant complaints, see manufacturer report for the remaining complaint: 3011649314-2021-00435.

Event description:
It was reported that the patient had a reaction to the xtra silent nite. The device was delivered to the patient on (B)(6) 2021. The patient had no problems with the device until it was soaked in a different cleanser. It is unclear when the reaction actually occurred. However, the patient experienced irritation to the lips and tongue. Per the patient the papilla on the surface of tongue were raw. The device was discontinued 4 or 5 days ago (exact date unknown), and the reaction has not completely resolved, but it is noted that the patient feels "fine." There was no medical treatment required. The patient is allergic to penicillin and shrimp. The patient has had allergy test (years ago). With regards to the device: the device was rinsed with water prior to the delivery of the device. The patient also rinsed the device with water and an unknown cleanser.